Event description:
Discomfort - mouth [oral discomfort]. Brush heads...falling off - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b pro deep clean toothbrush heads kept falling off of the oral-b genius 9000 toothbrush. This caused (mouth) discomfort. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.